Event description:
A customer reported experiencing a cartridge alarm 29 during the load process. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reload a new cartridge correctly and successfully resumed insulin therapy. A replacement of supplies for the cartridge error and infusion set was requested by the customer.